Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the crt-d, ra lead, and lv lead were explanted and replaced.

Manufacturer narrative:
Concomitant medical products: dtmb1q1 crt-d ,implanted (B)(6) 2017; 693565 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also noted the right atrial (ra) lead and left ventricular (lv) lead had high threshold. Reprogramming of the ra and lv lead was attempted but unsuccessful. The device and leads remain in use. No patient complications have been reported as a result of this event.